Manufacturer narrative:
A review of the associated service record was performed. No information was provided to conclusively indicate nonconformance of the associated system contributed to the reported event. The system was then tested and met all product specifications. A phaco handpiece was tested and system message (sm) [calibration failed] to display during testing. However, the serial number of the handpiece associated with the reported event was not reported. Therefore, it remains unknown if this handpiece is associated with the reported event. The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, there was no phacoemulsification. The phaco handpiece was switched out to complete the case. There was no patient harm.